Event description:
Reporter stated that caller from facility reported that a free flow of solution from a source container into the final bag occurred prior to the unit's being programmed to pump. The caller said the users do turn rotors after a transfer set is installed to seat the tubing, but he didn't know if the tubing had been prestretched, a possible cause of the free flow. The reporter had the caller discard the transfer set and final bag, install a new transfer set according to the operator's manual directions, and install a new final bag. This resolved the problem; therefore, the unit was not sent to product services for evaluation. No pt involvement.